Manufacturer narrative:
This report is submitted on march 01, 2023.

Event description:
Per the clinic, the patient developed a ganglion behind the ear and subsequently was treated with IV and topical antibiotics (specific date and duration not reported); however, the issue did not resolve. The patient underwent revision surgery on (B)(6) 2023, to remove the ganglion.